Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It was reported that the peritoneal catheter was protruded to the peritoneal outer wall since the vale was switched to certas. The catheter migrated outside of the peritoneum. The same issue about 3 examples have been occurred. The catheter was replaced with another one. The valve was implanted to the patient via vp-shunt. The patient was female but her age was unknown. Primary disease: brain tumor/subarachnoid hemorrhage. The surgeon reported to us as a felt that elasticity of catheter was stronger than before. Is the material was changed? No further information was provided by the hospital. The product will not be returned to your site.